Manufacturer narrative:
Device analysis: an allegation of dimpled pump was reported. The ams 700 momentary squeeze ms pump was visually inspected and functionally tested. The kink resistant tubing krt was worn to the filament; however, no leaks were present. The pump was functionally tested and found to fail the deactivation and deflation test. It took greater than the specified 14 seconds to deflate from 20 psi to 4 psi. A pump malfunction was therefore confirmed. An investigation conclusion code of cause traced to component failure was chosen, where problems were traced back to deflation and deactivation issues without any design or manufacturing issue. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the patient presented to the physician that the pump remained collapsed after being pressed.

Event description:
It was reported that the patient experienced dimpled pump with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the patient presented to the physician that the pump remained collapsed after being pressed.